Event description:
On 6/7/00 the account reported a hemoglobin of 8.04g/dl from the cd4000. The physician questioned the results and ordered a "type and crossmatch" on the pt. The sample was repeated on a cd3500 and the hemoglobin was 11.6g/dl. The sample was also repeated on the cd4000 and the hemoglobin was 11.5g/dl. Due to the repeat results the transfusion was not performed.